Event description:
It was reported that during a laparoscopy possible right salpingo oophorectomy, the device was left on the patient while working and the foot pedal was inadvertently stepped upon activating the device and burning the patient on the left thigh. The burn was minor and ointment was applied. The patient was stable following surgery. Additional information was requested, but no additional information was provided.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon functional testing, both the handle and the roticulating knob were operating properly. The device was electrically tested and passed the continuity, insulation and cut test using unrestricted thera-band tape. The cuts were clean, consistent and easily done. The device passed all testing. The device history record was reviewed and no discrepancies were noted.